Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increased threshold measurements, and loss of capture (loc). The amplitude was stable. An x-ray was performed, but no anomalies were noted. The decision was made to reprogram to left ventricular (lv) pacing only, and monitor the patient. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.